Event description:
The customer contacted stryker to report that their device had broken battery pins. In this state the device may not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be broken/damaged battery pins.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The device's rear case was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had broken battery pins. In this state the device may not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.